Event description:
This patient was having a device change out and it was noted that this rv lead had no sensing. The physician decided to connect the lv lead into the rv port and the rv lead into the lv port. This enabled sensing and pacing for the patient. The lead remains actively implanted. Should additional information be received, this file will be updated.